Event description:
Adverse event(s): ¿no pt injury reported¿ (no consequences or impact to pt). Product problem(s): ¿burning smell from unit¿ (device emits odor); ¿system message displayed¿ (device displays error message). The nurse reported a system message displayed and it smells like something is burning. The system was turned on and a burning smell was noted. A system message displayed. Three cases canceled. No pts were prepped. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message. The power supply and pcb were replaced. Preventive maintenance was performed. The system was then tested and met all product specs. The samples have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).